Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to issue medication but could not see the med on the patient profile. A technical support specialist (tss) confirmed the medication was stocked; however, the user was unable to view it on the patient profile due to the presence of two profiles in medbank myqlink (mql) for the same patient one active and one non-active. The active profile did not contain any medications, while the non-active profile had the active medication order. Pharmacy was contacted and successfully reassigned the medication order to the correct active patient profile, resolving the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication because the medication was not visible on the patient's profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.